Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 20gx1.25in winged bc catheter tip integrity we are told that the tip of the catheter has a small piece of plastic that moves, as if it were loose.before use we are told that the tip of the catheter has a small piece of plastic that moves, as if it were loose. This incidence is considered a high risk for patient safety. The affected product is in the operating room of (B)(6). No comment.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on similar complaints with the similar verbatim (B)(4), returned samples observed no catheter tip defects but there was visible silicone on the cannula/ catheter. The assembly process of the cannula lubrication process was reviewed. The cannula is lubricated by dipping it into a silicone lube tank. During dipping, low air flow is blown through cannula to prevent silicone flowing into the cannula. After dipping, the part is raised from the silicone lube tank followed by high pressure air blown through the cannula in combination with an air knife at the cannula bevel to remove the excess lube. After the catheter subassemblies are set together with the needle hub subassembly. The assembled part then goes through a series of processes and finally loaded with the needle cover. There could have been silicone accumulated at the surface of the lube tank which might have transferred to the cannula surface during air blowing. After catheter subassemblies are set together with the needle hub subassembly, given the silicone-like nature of the lube it is possible for the excess silicone to migrate to the cannula/catheter tip area during transportation or storage.